Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had a "check IV set" alarms on lvp81006 failure device type: alaris system instrument6 failure problem type: 81006 failure mode: troubleshooting/ error codes6 case resolution: I step through analog sensor test with eric and found a defective upper pressure sensor. I advised eric to replace upper pressure sensor. Eric will replace upper pressure sensor. If he still have any issue, he will call back.